Event description:
Additional information: it was later reported that patient had fever along with other symptoms reported previously during the post-operative wound infection. Following pump and catheter explant patient recovered without sequel. The type of baclofen administered via the pump was clarified as being compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a voluntary medwatch report # (B)(4) that the pump was replaced/implanted under local and intravenous sedation. The patient was given intravenous vancomycin 1000 mcg 14 minutes prior to the surgery start time. During surgery, the pump was secured to the abdominal wall. The patient was discharged to home accompanied by her mother on (B)(6) 2011. Postoperatively, the patient developed "some drainage" and was given clindamycin. The clindamycin "seemed to help" the erythema and induration, but the patient continued to experience chronic drainage. The patient developed a draining sinus "which exposed her implanted pump." The patient underwent surgical debridement and "removal" on (B)(6) 2011. The surgeon found necrotic tissue at the pump site. The surgeon placed a jp (jackson pratt) drain during surgery. The patient was given an additional dose of vancomycin. The patient was discharged to home on (B)(6) 2011 with clindamycin 300 mg 3 times daily for 2 weeks. At the time of discharge, the jp drained 40 mls. The patient's mother declined pump re-implantation and "wanted to see how the patient did without the pump."

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: unk, explanted: (B)(6) 2011. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed no significant anomaly, however, a leaking was seen 0.5 cm from pin connector due to a slice cut/nick and per analysis it likely happened at explant.